Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was calling because they needed to shut the device off because they had a complication. The device was coming out of their body and they had to remove it, which was scheduled for wednesday. There was problems with wound healing since implant and the device was apparently sticking up or out and it could have migrated that way. They took the stitches out about 2 weeks prior and told the patient to come back, but in the meantime it was draining and the silver color of the device could be seen. It was reviewed how to turn therapy off. The issue was not resolved at the time of the report. They were redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.